Event description:
The customer reported a leak from the bath of the coulter act diff analyzer. The volume of the leak was about 4 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/24/2015. The fse found that that the tubing through pinch valve lv14 and lv15 was clogged. The fsereplaced the tubing through the pinch valves, which repaired the leak. The repairs were verified per established procedures. (B)(4).